Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the procedure to treat a patient's aneurysm was initially scheduled two weeks prior but was delayed, and all necessary components were set aside for future use. The patient was treated two weeks later, and the procedure was completed as planned. However the implanted stent graft etlw1620c93ee endur ii limb expired hours before the planned procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5; additional information: the patient was being treated for a expanding pseudoaneurysm . A tube stent graft was previously implanted for a aaa. The evar was performed primarily at the distal anastomosis area. The expired stent graft was from consignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.